Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted on (B)(6) 2019 and 1125 hvad outflow graft, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapies in a true ventricular tachycardia (vt) episode due to stability and wavelet detection. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.